Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to infection. A complete system extraction was performed secondary to endocarditis, secondary to a patient infection in their mouth and teeth. The system was sent for cultures; however, the results were unknown. Patient hospitalization was noted. The patient was implanted with a new system. There were no additional adverse effects reported.